Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a vertical line was running through the center of the screen. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a vertical line was running through the center of the screen. A philips authorized service provider (asp) went onsite and confirmed the reported issue. The philips asp replaced the light crystal display (lcd) to resolve the reported issue. The philips aps replaced the lcd to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.